Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observe missing ke45 adhesive and peeling adhesive at the edge of the ultrasound probe could not be determined, however, the issues were likely due to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the ultrasound gastrovideoscope exhibited missing ke45 adhesive at the forceps cover and peeling adhesive at the edge of the pink ultrasonic probe. There was no patient involvement, and no harm reported as a result of the event.